Manufacturer narrative:
The product was not available for inspection, so the reported event, housing is missing the gasket, could not be confirmed in this case. Device was not returned to manufacturer for evaluation.

Event description:
It was reported during sterilization process that the aseptic housing is missing a the rubber seal from the lid of the housing which can cause housing to not close properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during sterilization process that the aseptic housing is missing a the rubber seal from the lid of the housing which can cause housing to not close properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.